Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The log was reviewed and confirmed an error alert. The reported event of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.